Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a small tag around the three o'clock area of the temporal flap following flap creation. The physician proceeded to dissect the flap and had a small area of resistance. The flap was able to be dissected and released with a sinsky hook. The flap was then fully reflected and the excimer treatment applied with no further complications.

Manufacturer narrative:
The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).